Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a left ventricular (lv) lead was attempted and not used within the patient due to size. It was noted that the lead was unable to get into the lateral vein. A smaller lead was used instead. No patient complications have been reported as a result of this event.